Event description:
Complainant alleged that during a routine shift check by a clinician, the electrodes caused the associated defibrillator to display a "check pads" message. Complainant indicated that there was no pt involvement to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when out investigation is completed.